Manufacturer narrative:
The process of analysis the complaints is ongoing. The results of the analysis will be provided to the next follow-up report.

Event description:
According to a customer allegation, one of two outer straps of a portable scale adaptor disconnected during weighing the patient. As a consequence of the incident, the patient fell. No injury was claimed.

Manufacturer narrative:
According to the information gathered, the appearance of the holes on the straps of the unit involved did not lead to the identification of a manufacturing error. This is further supported by the fact that the unit involved in the reported event (with serial number (B)(6)) was manufactured in jul-2018, i.e. 5 years ago, and that no problem was reported with this unit before the event. The manufacturer analysis revealed that more than one factor is required to cause a complete detachment of the strap. It should be noted that no detachment risk could be identified if the scale adaptor is handled in accordance with instruction for use. The instructions for use (IFU) for the portable scale adaptor (document number: (B)(4) instructs the user how to attach the straps of the accessory to the ceiling lift properly stating to ensure that ¿the straps remain square relative to the adaptor bar¿ and to ¿never install a strap at an angle¿. Also, product instructions for use state to inspect the strap before each use and to look for a ¿hole in the strap larger than the rivet head¿. This cause could not be clearly confirmed as the facility staff stated that the straps were not twisted and not manipulated by the caregiver. Arjo device failed to meet its performance specification since the strap detached. The device was used with the patient when the event occurred. The complaint was deemed reportable due to the allegation of the portable scale adaptor detachment during use with a patient leading to the patient's fall. No injury was claimed.

Event description:
According to a customer's allegation, a strap of a portable scale adaptor disconnected during use with a patient. As a consequence of the incident, the patient fell. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Additional information will be provided to the follow-up report.